Event description:
It was reported that a single tone alarm occurred which started about 1 week ago and alarmed once every 3-4 hours. It was indicated that no alarms were heard on the day of report; however the patient was in the hospital for a possible urinary tract infection (uti) but it was not confirmed yet. The symptoms the patient experienced was dehydration and low blood pressure. It was noted that the patient was given fluids and her blood pressure had gone back up to normal. The patient did not have symptoms of redness or swelling. It was reported that the patient's dose in the pump was "next to nothing" and the last refill was noted as last (B)(6) 2011. It was stated the patients next refill date was "any day now". It was unknown when the event or symptoms occurred. The patient's status was undetermined. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient reported a critical alarm occurring. The alarm was confirmed to be an end of service/end of life (eos/eol) message. The patient was waiting to have their pump replaced due to chemotherapy treatments. The patient wanted to know if the pump would harm her. The pump could remain implanted until she was stable enough to replace it. The patient had an appointment (B)(6) 2012 to consult with a surgeon. There was no therapy or medical problem. The patient felt ¿better.¿ the patient did not feel as loose. The patient was currently on the lowest dose she ¿could have.¿ the patient was going to follow up with her health care provider regarding the eos/eol message.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type catheter. (B)(4).